Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) addressed full height drawer 6 pockets off bus, replaced all controller boards and retractor band with no resolution. Fse then swapped the drawer due to repeated failures, after which all components functioned properly and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer tried to reboot the station, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care there were no adverse events or injuries reported based on this event.